Event description:
It was reported during implant procedure on (B)(6) 2023, the pacemaker right ventricular (rv) port had a spring loose from the set screw apparatus which occluded the port and prevented lead seating. The pacemaker was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported complaint of spring loose in connector port preventing lead insertion was confirmed. Analysis found epoxy on the contact spring. The epoxy was found gluing multiple loops of the spring together. The epoxy prevented the spring loops from expanding and from the loops sliding apart to allow the lead to insert through it. Since the spring could not expand due to the epoxy the spring was pushed out of its slot and was pushed down in the connector port during lead insertion. The spring is now blocking the lead from fully inserting into the connector port. Sem spectrum analysis verified the contaminant on the spring is epoxy. A manufacturing anomaly may have occurred that resulted in epoxy contamination of the contact spring.